Event description:
The reporter states that the lancet protrudes past the end of the cap of the accu-chek softclix lancet device before it is fired. No reported actions taken. No accidental stick or adverse event reported. Per MFR's investigation, it was confirmed that the lancet did not retract upon firing the accu-chek softclix lancet device. It was also confirmed that the needle carrier is not secure within the device, and the release button remains yellow after firing. New lancet device with lancets sent and return requested.